Manufacturer narrative:
Implanted date: unknown date in (B)(6) 2016. Explanted date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted there were no fragments generated from the broken implant and the patient also experienced a non-union. It was reported the device had been implanted sometime in november 2016. The explant date is unknown. The broken device was explanted and a new device was implanted. That procedure was completed successfully.

Manufacturer narrative:
It is unknown if the device has been explanted or not. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was completed for part# 464.400, lot# 5921831. Manufacturing location: (B)(4), manufacturing date: mar 01, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the unreamed femoral nail (ufn) 9mm nail broke post-operatively. The patient condition was reported as good. This report is for one (1) 9mm ti solid femoral nail 400mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the received picture the complaint is confirmed that the device is broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.